Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the knife blade had difficulty advancing, the jaws would lock shut and the surgeon used hands to pull the handle apart and opened the jaws since it would not release on its owned. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The reported condition was confirmed. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The instructions for use (IFU) cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the knife blade had difficulty advancing, the jaws would lock shut and the surgeon used hands to pull the handle apart and opened the jaws since it would not released on its own. It was being applied on a tissue when the event occurred. No tissue resection needed. Another device was opened to complete the surgery. There was no patient injury.